Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tpvr procedure with a 29mm sapien 3 valve in an alterra prestent, the alterra prestent was positioned in the pulmonic annulus (pa) two separate times. The operator utilized a number of wires and the wires were used in various positions, but both times, the position was deemed undesirable in the right pulmonic annulus (rpa) and left pulmonic annulus (lpa). In the rpa, the team was dissatisfied with the deployment of the alterra prestent system and decided to recaptured the system. In the lpa, the second alterra prestent deployment was deemed to be too low, so the decision was made to recaptured the system. A 2nd alterra prestent system was used in the rpa wire position again and various wires were exchanged for positioning. The valve was aligned 60/40 on the lateral wall against the 3 alterra prestent dots. The medial right side (patient side), of the valve was noted to be canted aggressively down towards the rv and narrowly caught the edge of the alterra waist. This changed the orientation of the alterra and significant pvl was noted. It was decided to deploy a second 29mm sapien 3 valve. The valve was deployed more distal to the first valve. Fsainal imaging demonstrated no pvl. The patient left the room in stable condition.

Manufacturer narrative:
Correction to h6 based on additional information. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malpositioned thv and deployed valve exhibits paravalvular leak were unable to be confirmed due to unavailability of applicable imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per the event description, 'as the valve was deployed, the medial/(patient) right ward side of the valve canted aggressive down towards rv and narrowly caught the edge of the alterra waist. There was significant pvl noted by pigtail catheter. A second valve was deployed more distal to the first.' Additionally received information 'the valve was biased to the outer curvature of the anatomy/ alterra instead of centralized within but it did not appear 'stuck' and they were able to freely move the valve and ds to position it before deploying'. In this case, the alterra stent was deployed at a tortuous anatomy due to 'curvature of the anatomy', so delivery system (with valve) could have difficulty coaxially to position within the waist of alterra, which led to the malposition of thv as reported. Per training manual, 'place the sapien 3 completely within the waist of the alterra prestent', and 'target final implant position of the sapien 3 valve in the middle of the alterra waist'. As such, available information suggests that patient factors (tortuous anatomy) and/or procedural factors (valve positioning and deployment technique) may have contributed to the reported event. Due to the malpositioned thv ('canted aggressive down towards rv'), it is likely that the pvl skirt was unable to properly seal against the landing zone, resulting in paravalvular leak (pvl). As such, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.